Event description:
It was reported that the patient was in office today and they have an infection so the implantable neurostimulator (ins) will be explanted.  Additional information was received from a manufacturer representative (rep) reporting that the doctor did cultures but results will not be released to the rep. The doctor went into the ins pocket and did not see anything that looked like an infection so he did not explant any part of dbs.  He cleaned out the pocket, cultured and is treating with antibiotics.

Manufacturer narrative:
The event date is unknown. Additional review indicates this information was already reported in manufacturer¿s report #3004209178-2021-16327. However, any additional information regarding the infection will be submitted as a supplemental submission to this report. If information is provided in the future, a supplemental report will be issued.